Manufacturer narrative:
(B)(4). D10: 42540000035-all poly patella cemented 35 mm diameter-67388405. 42522100810-articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11-67209657. Unknown- unknown cement - unknown. 42535007102 - psn tib por 0 deg spk kel e rt - 67200974. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty. Subsequently, 2-month post implantation, that patient has reported persistent pain and swelling. Approximately 10 months after allergy testing was performed, reporting the patient has a nickel allergy. Attempts have been made and no further information has been provided.